Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.

Event description:
According to the reporter: during a nissen fundoplication, the needle broke. The piece was retrieved using graspers and a new reload was opened to finish the procedure. The patient is currently fine. No adverse events have been reported.